Manufacturer narrative:
The fse noted a leak on the flow cell from the upper sheath outlet port 5 of the multi-transducer module (mtm). The fse adjusted the transport mechanism magnets and performed specimen transport module (stm) alignment resolving the cassette transport errors. This event was not related to the leak reported. The leak had resulted in dried precipitate around the port. The fse re-glued the connection resolving the issue; no further leaks were observed. Failure mode is related to a leak from the upper sheath outlet port 5 of the mtm (multi-transducer module) module. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A beckman coulter (bec) field service engineer (fse) reported a leak of an unknown amount on the flow cell from the upper sheath outlet port of the unicel dxh 800 coulter cellular analysis system. It was observed that the epoxy connection failed. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.